Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had red x on the screen with an arrow pointing to a notebook with a question mark. The customer's blood glucose value was 192 mg/dl. The customer stated that they able to saw critical pump error image on screen. The customer was also reported they received calibration not accepted alert and change sensor. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.